Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy and bladder tack, due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic hysterectomy. The patient was treated for urinary tract infection, gastroenteritis, hypokalemia on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01373. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 05/12/2016. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to pelvic pain with dyspareunia and mesh erosion.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to pelvic pain with dyspareunia and mesh erosion.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on (B)(6) 2006. The patient experienced pain, urinary retention, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional procedures, including a surgical procedure to remove eroded mesh on (B)(6) 2010.